Event description:
It was reported that this lead was dislodged, and the patient subsequently felt some diaphragmatic stimulation. The physician was planning to schedule a revision surgery. Additional information received indicated that the patient underwent a procedure on (B)(6) 2025, to reposition the lead. The procedure was completed without complication, and the resulting lead measurements were within desired parameters.